Event description:
Preoperative diagnosis:chronically infected abdominal mesh.postoperative diagnosis:chronically infected abdominal mesh, multiple small bowel fistulae/enterotomies not adequately controlled and hemorrhagic shock.patient was admitted 4/1/2011 for the repair of a ventral hernia. The hernia was repaired with parietex composite mesh (pco2015os). On (B)(6) 2014 the patient underwent a re-operation for the excision of the mesh which had become infected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).